Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed visible moisture behind the display lens. The pump powered on to a blank display with functional auditory tones; vibratory features were not functional. The pump histories could not be downloaded due to the blank display. Additional testing for the complaint of no power could not be completed due to the blank display. Leak testing failed due to a bolus button leak. The pump casing was removed and there was evidence of moisture found inside the pump. There was evidence of rust/corrosion found on multiple internal pump components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power and there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.